Event description:
In 2005, the pt reportedly was seen at the center for evaluation. Testing performed revealed that several electrodes had out of range impedances. Five days later, the pt was seen by a company representative. Programming adjustments were made. Nine days later, the pt was seen by a company representative. Testing performed confirmed that the device was not functional. Surgery to explant the pt's device was scheduled.